Event description:
A report of a patient that was explanted was received. The patient was initially scheduled for a lead revision. During the lead revision, the ipg was replaced because it was not communicating with the external device due to the patient not using or having charged the ipg. The patient is reportedly doing fine.